Event description:
No additional information has bee added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable product received on:21dec2018 investigation - evaluation a review of the complaint history, device history, documentation, functional test, dimensional verification, and a visual inspection of the returned device were conducted during the investigation. The complaint device was returned to aid in the investigation. A visual examination was conducted and found the device to have been returned in a used and damaged condition. The device was returned in two pieces. The first piece comprised of the mac-loc hub, connector cap, an adapter on the proximal end, and approximately 2.9cm of catheter tubing. Biomatter was present on the device and the cap appeared discolored from use. The catheter tubing outer diameter, connector cap inner diameter, mac-loc hub inner diameter, and amount of threads showing between the hub and cap were measured and found to be within manufacturing specifications. Investigators were able recreate the reported leakage, which confirmed the customer's testimony. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot or subassemblies. It should be noted that there were five other complaints reported for this lot from the same customer with the same failure mode. All of these devices were returned and measured within specifications, so there is no evidence of non-conforming devices in the field. Based on the information provided, the examination of returned product, and the results of our investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The actual date of the event was not reported. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the kidney for a nephrostomy procedure. The device was in place for around a week or less. Leaking was discovered at the connection between the catheter and the hub. The customer supplied photos of the complaint device and separation of the hub was also noted. Patient required additional procedure for replacement with unknown drain device. No other adverse effects were reported for this incident.